Event description:
It was reported that the customer had normal blood glucose levels of 92 mg/dl. The customer reported a motor error alarm from the insulin pump during prime. The customer also reported a motor position encoder error from the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised that the insulin pump would need to be returned for analysis. No additional information was provided.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, and prime tests. The device was stuck in motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and it passed, it may have had an intermittent failure that was not detected during testing. Motor position encoder error was not verified due to history file was overwritten. The device had cracked case at display window corner, minor scratches on the lcd window, cracked battery tube threads, and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).